Event description:
It was found in clinic notes for the patient that she had experienced increased depression since her implant surgery two weeks prior to the clinic visit. The device had not yet been turned on. The patient had a history of depression and the physician increased her depression medication as a result. No additional information has been received to date.